Event description:
As reported: "it was reported that during a revision of the patient's right femur, the gamma lag screw driver could not lock all the way onto the lag screw (likely cause reported as bone being in the way). The surgeon lightly impacted the driver with a mallet to get it on the screw and was able to remove the screw. Post-operatively, it was found that the inner "core" that interfaces with the outer sleeve had deformed threads and cannot be used effectively any more." Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the device received shows signs of intense usage identified by the appearance of scratches & dents on various locations of the device. The threads at the proximal part of the inner rod appears damaged. A closer look on this threaded region reveals severe deformation which is possible only due to forceful insertion or hammering. Appearance of dents and scratches on the thumbwheel area confirms hammering which is an off-label use. A functional inspection was performed by inserting the inner rod inside the outer sleeve. The rod could not be inserted due to deformed threads. Thus, the failure mode could be confirmed. Based on the investigation the root cause of the reported event is related a user related error. The failure occurred due to forceful insertion/hammering of screwdriver while in use, possibly to force in the lag screw. The event also suggests hammering being done: ¿the surgeon lightly impacted the driver with a mallet to get it on the screw and was able to remove the screw¿. This is clearly an off-label use. Screwdrivers are not meant to be hit in any case. It cannot be excluded that since the device has been long in use (manufactured in 2007), the structural integrity of the device would have weakened due to frequent usage & multiple sterilization cycles which in turn compromised the overall strength of the device, especially the threads. Consequently, the device failed under hammering. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU states: ¿¿ only use the instrument for its intended purpose as described in the operative technique for the product system. Off-label use of an instrument can harm the patient and/or impair the function and integrity of the instrument. ¿ do not hit instruments unless they are specifically intended for impaction.¿ if any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "it was reported that during a revision of the patient's right femur, the gamma lag screw driver could not lock all the way onto the lag screw (likely cause reported as bone being in the way). The surgeon lightly impacted the driver with a mallet to get it on the screw and was able to remove the screw. Post-operatively, it was found that the inner "core" that interfaces with the outer sleeve had deformed threads and cannot be used effectively any more." Procedure was completed successfully with no adverse consequences or surgical delay reported.